Event description:
It has been reported to philips that the images were intermittently black. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported problem. The system passed functional testing and was returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and there were unable to verify the reported issue. Fse performed the troubleshoot action and found that the intermittent dark images issue and performed the functional test as troubleshooting action. After functional testing, system was returned to use in good working order. The codes were updated based on the investigation outcome.